Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the sandwich technique with body flossing wire to revascularize left subclavian artery in thoracic endovascular aortic repair hung-lung hsu, chen-ming huang, yin-yin chen, fu-chien hsieh, and jer-shen chen. (Ann vasc surg 2017; 39: 152¿159) http://dx.doi.org/10.1016/j.avsg.2016.04.016. Date of death unknown continued. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information obtained from the journal article entitled; the sandwich technique with body flossing wire to revascularize left subclavian artery in thoracic endovascular aortic repair hung-lung hsu, chen-ming huang, yin-yin chen, fu-chien hsieh, and jer-shen chen. (Ann vasc surg 2017; 39: 152¿159)   a valiant stent graft system was implanted in the patient for the endovascular treatment of thoracic aortic dissection, pau, thoracic aneurysm repair, or traumatic aortic disruption, in either zone 1 or zone 2.   The following adverse events were observed: non-procedure related death (>30 days)